Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 405 mg/dl back to back with a result of 125 mg/dl when testing was performed 1 minute apart on the compact plus system. Reporter stated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms at the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.